Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 4854206 the results of the investigation are inconclusive as the device was not returned for evaluation. Date of event is estimated.

Event description:
It was reported one of the patient's leads has multiple impedances. Diagnostics show both low and high impedances. Surgical intervention may be pending to address the issue. It is unknown which lead contributed to the issue.